Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the issue would not resolve after multiple attempts, the device also exhibited air in the line. Per reporter residual volume was: 66.3, rate 2.2 and 32.20 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).